Manufacturer narrative:
3003721894- 2016-00002 is associated with argus case (B)(4) polident denture adhesive cream. Polident denture adhesive cream is marketed as poligrip in the us.

Event description:
Accidental device ingestion. Case description: this case was reported by a pharmacist via call center representative and described the occurrence of accidental device ingestion in a (B)(6) female patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for drug use for unknown indication. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Gsk medical assessment revealed that the gsk device is suspected to be a contributory cause of the incident. Additional details: this case was reported from a pharmacist via call center representative on (B)(6) 2016. An octogenarian female consumer reported that she happens to swallow the product while using polident denture adhesive cream and queried if it would be harmful. There was no adverse event occurred. No further safety information was reported. The consumer did not consent on local privacy law, so no further information would be available.